Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Surface modification at laboratory dish; brown/black residue when wiping. Related reports for additional devices include: 2916714-2016-00277 and 2916714-2016-00278.

Manufacturer narrative:
We received a complaint about surface modification of instruments. Black and brown residues appeared after wiping the labeling. According to the available information, there were no negative consequences for the patient. The received instruments are in a used condition, all have been repaired by aesculap technical services(ats) in the past. On-site-inspection: seven (7) water samples, 1 swab sample, titan-testing-plates and 3 baskets (inclusive several instruments) were provided and were analyzed in an external laboratory. The instruments were repaired in ats in march 2016, the original data-matrix code was removed and replaced by a new one. The new code on the instruments are just for costumers using a storage tracking tool. A backtracking of the lot number and the manufacturing date is not longer possible, therefore a review of the device quality and manufacturing history records is also impossible. Based on the information available as well as a result of our investigation the root cause of the failure is most probably a manufacturing error. Further investigations will be performed during the CAPA process, this has been forwarded for review.